Event description:
There was a communication error. This issue will cause a no boot or system lockup depending on when the error occurred.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended.